Manufacturer narrative:
Summarized patient outcomes/complications of stroke after heart valve surgery: a single center institution report were reported in a research article in a subject population with multiple co-morbidities including smoking, chronic obstructive pulmonary disease, hypertension, hyperlipidemia, diabetes mellitus, stroke, peripheral vascular disease, atrial fibrillation, and renal impairment.. Some of the complications reported were death, unexpected medical intervention (temp pacemaker, medication), stroke, bleeding, renal failure, atrial fibrillation, pneumonia, sepsis, cardiac enzyme elevation these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: death date is estimated. B3: the event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "stroke after heart valve surgery: a single center institution report".

Event description:
The article, "stroke after heart valve surgery: a single center institution report", was reviewed. The article presented a retrospective, single center study to investigate the incidence, risk factors, and outcomes of in-hospital adverse neurologic events, particularly stroke, following valve replacement. Devices in the study were unspecified biological and mechanical valves from st. Jude medical, carbomedics, medtronic hall. The article concluded that the study identifies key risk factors and underscores the importance of proactive measures to reduce postoperative stroke incidence in surgical valve replacement patients. [The primary and corresponding author is nizar alwaqfi, faculty of medicine, faculty of medicine, jordan university of science and technology, irbid, jordan, with corresponding email: nralwaqfi@just.edu.jo]. The time frame of the study was from january 2004 to december 2022. A total of 417 patients were included in the study, of which it was not confirmed how many received an abbott/st. Jude device. The average age for group 1 (stroke) was 59.5 years and for group 2 (no stroke) it was 51.6 years. The majority gender for group 1 was female and for group 2 was male. Comorbidities included smoking, chronic obstructive pulmonary disease, hypertension, hyperlipidemia, diabetes mellitus, stroke, peripheral vascular disease, atrial fibrillation, and renal impairment.